Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference#: (B)(4).

Event description:
It was reported that during the procedure, the physician attempted using the first device but could not get it to pass cavity integrity assessment and there was no suction. They opened a second device of the same lot and were having the same issue. The physician viewed the cavity with hysteroscope and did not note any perforation. Or staff contacted company representative to review troubleshooting methods during the procedure. They still could not get the device to work. Physician said there must be a perforation and aborted the procedure. Doctor was going to confirm the perforation. No additional details available.

Manufacturer narrative:
This is the first of two supplemental reports related to this case. Please refer to 1222780-2019-00195 supplement 2 for the second supplement. Upon investigation, the device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Internal reference: (B)(4).

Event description:
Upon investigation of the returned devices, only one device from lot number 18k29r was used and a second device from lot number 19e02rd was also used.

Manufacturer narrative:
This is the second of two supplemental reports related to this case. Please refer to 1222780-2019-00195 supplement 1 for the first supplement. Upon investigation, the device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Internal reference: (B)(4).